Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of motor stall was unknown. Pump was placed into minimum rate mode. The issue had not resolved. Replacement had not yet occurred. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and-or wear and-or lubrication, stall due to shaft-bearing, and stall due to gear wheel 3. H6: previously report device code (c53269) no longer applies to the event. Previously reported method, result, and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was sending the pump back for analysis today but the pump kept alarming. The rep provided the following drug information: hydromorphone 15 mg/ml, infusion: 0.095 mg/day (different infusion prior to motor stall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The hcp reported the following service codes: 99, 100, 117. The hcp would be treating the patient with oral medications. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that patient's pump stopped working 'last weekend', the patient was going through withdrawals, and the patient was in the emergency room (ER) twice. They could not get a hold of anyone from manufacturer until 5-aug (because he was calling the emergency number and no one returned his call). The ER could not give him enough medication to cover what was really coming to him through the pump. The hcp stated "the manufacturer couldn't get him into a pain management hcp that put them in until august 28th'. No further complications were reported.